Event description:
The caller reported a hub separation with an 8perc in 2008. The caller reported the tube was placed in the patient earlier in the day and that it was removed on an unspecified date, and another 8perc was successfully put in place.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.